Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, ml011602, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. There was a second physician reported with this event. Their contact info is as follows: dr. (B)(6).